Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accutrac 200 single use holmium laser fiber was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2015. Reportedly, the fiber was being used to break up a stone and the laser unit was set to 6j and 6hz. The laser fiber was checked prior to the procedure and was without issue. According to the complainant, the fiber had successfully broken up the stone but when the laser fiber was withdrawn from the ureteroscope the fiber body broke 4cm from the fiber tip. The aiming beam was noted to be leaking out the broken part of the fiber body. The procedure was completed with this accutrac 200 single use holmium laser fiber. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of fiber broke. Reported event of fiber misfired. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.